Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5 13.2 implantable collamer lens -9.50/1.0/130 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2024. The lens was reported as having excessive vaulting. The lens was intraoperatively removed and replaced with a shorter length lens. Cause of the event was unknown. It is unknown if the device failed to perform as intended. This resolved the problem.

Manufacturer narrative:
Claim# (B)(4).